Manufacturer narrative:
The insulin pump was received with a button error alarm, due to corroded keypad traces. No moisture damage on electronic assembly/motor was noted. The device had cracked case at display window corner, minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump was submerged in water when customer went into a swimming pool with the device. The insulin pump then gave a button error. Customer's blood glucose was 240 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.